Event description:
Sales rep reported this screw broke at the distal tip upon insertion. It was further reported that "surgeon used a ti screw to shatter the remaining ha screw but stripped this screw." After tapping the femoral tunnel, the autograft was attempted to be secured using a biorci ha screw. Once approx half way inserted, the screw broke in half. The portion that was outside the tunnel was removed with ease. The portion inside the tunnel along side the graft would not budge. Surgeon could have left the screw there and proceeded with another screw however, the graft had slipped and needed to be inserted further into the tunnel. The site was dilated which enabled the surgeon to wiggle free the remaining portion of the screw. Broken pieces were then removed with a grasper. Sales rep stated they could not guarantee that all fragments were removed. The surgeon experienced a delay of 1 to 2 hours attempting removal of this screw. He then proceeded to re-fixate the graft with a metal screw which he wound up stripping the hex. It was stated that it usually takes approx 3 to 4 hours to complete acl procedures however, this one took approx 9 hours. Sales rep stated that the allograft was fixated in the femoral tunnel with the use of a 17mm fixation button and the tibial tunnel with a 9x20mm interference screw.